Event description:
The device was used during a total hysterectomy procedure. The staples did not hold. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.